Event description:
It was reported that the pt experienced increased spasticity. The patient underwent surgery. The catheter was patent; cerebrospinal fluid flowed freely when the catheter was disconnected from the pump. The pump was replaced. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.